Manufacturer narrative:
Diopter:-8.50/+2.00/x090. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -8.50/+2.00/x090 diopter, in the patient's left eye (os) on (B)(6) 2015. Excessive vaulting was noted on (B)(6) 2015. The lens was explanted and exchanged on (B)(6) 2015 for a shorter lens. The problem was resolved.